Event description:
Customer alleged blood glucose results of 300 mg/dl and 90 mg/dl when testing was performed back-to-back on the advantage system. No symptoms, actions, or treatment based on these values were reported. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.